Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6 -13.5/4.0/087 (sphere/cylinder/axis) implantable collamer lens was implanted upside down into the patients right eye (od). The lens was implanted, removed and replaced intraoperatively, with no patient injury. Cause of event was unknown. Problem resolved.

Manufacturer narrative:
(B)(4). Claim # (B)(4).